Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02127. It was reported that the patient was experiencing pain at the ipg site and incontinence when stimulation was on. Surgical intervention was undertaken on (B)(6) 2024 wherein the system was replaced. The new lead was placed in a different position. Therapy was restored and follow up indicated that the pain at the ipg site and incontinence resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.